Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired corrupted data on the hard drive with onboard software tools. The system operates as intended.